Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the station displayed read write invalid cubie memory and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.